Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 bearing cage had completely failed and had damaged position sensor and retractor band. A field service engineer replaced the half height drawer from the site as temporary repair. Later found that rails were broken completely off the track and customer was able to resolve the issue by moving the drawers around and later fse replaced the smart half height drawer and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was jammed and off track. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.